Manufacturer narrative:
08/10/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The device involved in this MDR report was implanted in (B)(6) 2008. During follow up in (B)(6) 2010, the patient claimed that the pacing rate was lower than the programmed rate for the pacemaker. However, no pacing/sensing anomaly was observed during the follow up. A holter ECG was performed on (B)(6) 2010, which reportedly revealed pacing failure. Therefore, attempts to reproduce pacing failure were performed during the scheduled follow up on (B)(6) 2010; no anomaly was reproduced. However, pacing amplitude was reprogrammed from 2.5v to 3.5v. A new holter was initiated, which also revealed absence of pacing: a ventricular pause of 2.3 s was observed. During the new follow up on (B)(6) 2010, attempts to reproduce pacing failure were performed in both unipolar and bipolar configuration; no anomaly was observed. Since the lead had been implanted during 22 years, lead aging was suspected; decision to replace this old lead was taken. During the re-intervention on (B)(6), although proper electrical lead measurements were obtained, a new lead was implanted. The pacemaker was also replaced.